Event description:
Report received of a tubing breakage. It was reported that a pt required a blood transfusion. The tubing set was primed with saline and blood and connected to the pt. At some point after the start of the infusion, the clinician noted some air in the tubing. Using the cassette secondary port, the clinician attempted to withdraw the air with a syringe to the port, "the port snapped off" and approximately 25 ml of blood from the bag leaked out of that port. The clinician reportedly blocked the port with an ungloved hand. There were no reported exposure issues. The tubing set was changed and the infusion resumed with no further problems. There were no reported adverse effects to the pt or clinician. Additional info was requested, but no further info was provided.